Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735225r, lot /serial #: unknown. Foreign country: (B)(6). The manufacture representative went to the site to test the navigation system. The reported issue was confirmed and the central processing unit (cpu) was replaced. The software was reinstalled and the settings were restored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was down and does not pass to the home screen. No patient was present at the time of the event.